Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and not delivering insulin. Customer was assisted with bumped/dropped/cosmetic damage troubleshooting. The customer's blood glucose level was 303mg/dl at the time of the incident. Customer stated that the reservoir would not stay in the pump and there was missing pieces from reservoir compartment. Customer stated that the insulin pump was dropped multiple times. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube, reservoir tube lip completely broken off and test reservoir will not lock/click in place and minor scratched display window. The insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test, prime and excessive no delivery test. Unable to perform the occlusion test and basic occlusion test due to broken reservoir tube lip.